Event description:
The customer reported the system displayed a "stator not on" error message. The system will not operate with this error. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.